Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and a screw were placed in the patient's spine in a different location than desired with navigation involved, although according to the surgeon (treating clinician): - the deviation of the spine screw and the pilot hole by one vertebra level placed with navigation was detected by the surgeon before finalizing the surgery with intra-operative fluoroscopy, and the intended 4 spine screws were successfully placed correctly under fluoroscopic guidance at the very same surgery. - the final outcome of the surgery was successful as intended, with all bone preparations and screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical anatomy structure due to the deviating placements. - there was no harm nor negative effect to the patient, also not reported due to the surgery/anesthesia prolong of ca. 15min. - there were further no remedial actions for the patient reported necessary, done or planned. Hospitalization was also not reported prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the pilot holes in vertebrae left l4 & l5 and the screw placed in vertebra l4 with the aid of navigation deviating one vertebra level shifted cranially from the intended left l5 and s1 vertebrae, is: - acquisition of surface matching registration points on the patient's spine bone on the incorrect vertebra level (l4) by the user, i.e. On a different vertebra than the user beforehand defined in the navigation (l5) to register, other than required by the brainlab navigation. Navigation data provided for this surgery show that the vertebra l5 was defined/selected by the user in the navigation for anatomy location registration, and that the user acquired the registration points on the bone of l4. This caused the navigation to match the l4 vertebra anatomy location to the l5 vertebra in the patient image scan (CT) displayed, resulting in the navigation displaying the tracked instruments shifted by one vertebra level cranially on the pre-placement scan. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the required thorough navigation accuracy verification of the anatomy registration, nor with the necessary accuracy verification throughout the surgery, i.e. Before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar and sacral spine for a fusion of vertebrae l5 to s1 with cage placement, due to a degenerated disc space in between, with intended placement of 4 spine screws for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. From intra-operative verification c-arm fluoroscopy, the surgeon determined that one screw and one further pilot hole (bone preparation for a following screw) were placed shifted by one vertebra level cranially, the spine screw intended for and displayed by the navigation in left l5 was placed in left l4, and the threaded pilot hole intended for and displayed in left s1 was created in left l5. According to the surgeon (treating clinician): - the deviation of the spine screw and the pilot hole by one vertebra level placed with navigation was detected by the surgeon before finalizing the surgery with intra-operative fluoroscopy, and the intended 4 spine screws were successfully placed correctly under fluoroscopic guidance at the very same surgery. - the final outcome of the surgery was successful as intended, with all bone preparations and screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical anatomy structure due to the deviating placements. - there was no harm nor negative effect to the patient, also not reported due to the surgery/anesthesia prolong of ca. 15min. - there were further no remedial actions for the patient reported necessary, done or planned. Hospitalization was also not reported prolonged.